Event description:
The customer stated that one patient sample with a history of (B)(6) results for the architect (B)(4) assay ((B)(6) in 2012) generated a (B)(6) recently. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed against an ex-us product (06c37) that has a similar product (01l79) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.